Event description:
Due to the machine energy not running properly. A simulation patient was rescheduled. Another patient has been a no show and was called, a message was left. No response. Varian and physics involved. They resolved the issue around (retracte time). All other patients were treated.